Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier for non-sustained right ventricular oversensing. High voltage therapy was not delivered during the oversensing. The oversensing was believed to be myopotential oversensing of patient breathing patterns. Programming changes were recommended.

Manufacturer narrative:
(B)(4).